Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient's blood vessels were fine and straight and the left ventricular (lv) lead was not stable with repeated dislocation, or dislodgement. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.